Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump had a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer noted that the weather was humid outside and that the insulin pump may have gotten wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.